Event description:
It was reported by the rep that the (1) lcsc5 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that the instrument did not work from the start. The test tip was used and the handpiece was good. The case was completed with another device and with no pt consequence.